Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery was on 12/13/2013 after multiple unexplained pump reboots. The history showed that deliveries were not resumed. The alarm history showed no call service alarms. During evaluation, the battery compartment and battery cap were not damaged and the cap was able to fit securely to the pump. The pump powered on and displayed the verify screen. The pump was able to be primed, but a call service alarm occurred during the 24 hour duration test. The call service alarm issue could not be adequately investigated due to a failed component on the printed circuit board.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a call service alarm more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).